Event description:
It was reported that the 9800 system c-arm will not boot up completely. It stops or hangs at 18 arrows. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified that the high voltage cable was pressed against left hand emergency button. Rerouted cable and tested system. System worked as intended and returned to service.